Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found a tear in one of the haptic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -10.0/1.5/070 (sphere/cylinder/axis), implantable collamer lens tore while loading. There was no patient contact. Another lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.